Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx30b device arrived in good visual condition and with a reload no loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a vascular procedure, the clamp is empty, no staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When was it discovered that there were no staples, pre-firing or post firing? At the beginning of the procedure, pre-firing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: when was it discovered that there were no staples, pre-firing or post firing?